Manufacturer narrative:
The albumin reagent lot number was 731252. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albp (albumin) on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in an albumin value of 3.81 g/l and it repeated as 36 g/l.

Manufacturer narrative:
No further issues have occurred at the customer site. The investigation could not identify a product problem. The cause of the event could not be determined.